Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, the device delivery shaft was fractured into two pieces. The device was simply pulled out and completely removed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluation by MFR: synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube break 2mm distal from the distal end of the strain relief. An examination of the shaft polymer extrusion found no issues. An examination of the tip identified no tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, the device delivery shaft was fractured into two pieces. The device was simply pulled out and completely removed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.